Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead was told the lead had failed after the implant procedure. The failure mode was not reported to our company. The lead remained implanted and the pacemaker was programmed to aai mode. No adverse patient effects were reported.